Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 as reported, the doctor inserted the 6f-7f mynx control vascular closure device (vcd) into the sheath but the plastic housing containing the sealant was damaged by the hub. The sealant was exposed to blood and began to activate outside the body. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2014001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ and ¿mynx control sealant sleeves damaged-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Handling factors or the condition of the sheath (although not returned) may have contributed to the reported events. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2014001 presented no issues during the manufacturing process that can be related to the reported complaint.this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor inserted the 6f-7f mynx control vascular closure device (vcd) into the sheath but the plastic housing containing the sealant was damaged by the hub. The sealant was exposed to blood and began to activate outside the body. There was no reported patient injury. The device will not be returned for analysis because it was discarded after the case.